Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coelioscopy on unknown date and suture was used. The needle pulled off from the thread. The needle has been removed from the patient. Another like device was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Product complaint # : (B)(4). The actual needle was returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut (damaged), resulting in a clip off defect. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.